Event description:
Physician was doing a circumcision. When the clamp was removed, it was noted to have amputated the distal tip of the penis.tip was placed in saline and a urologist was called to evaluate the patient. The patient was taken immediately to the or where the penile tip was reattached.